Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR is for event 4 of 6 for patient 1 of 1. See related mdrs also on patient 1 of 1: 2122870-2011-06123, 06124, 06125, 06127, 06128. Customer runs quality control daily and data provided indicated results were within expected range. Field service was not dispatched for this event. The root cause of this event is unknown. Interference testing was performed later on a sample from this patient and revealed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibodies interference, the results did not correlate with the clinical status of the patient. Beckman coulter adds specific interference eliminating proteins into the accutni reagent to minimize such interferences. However, in some rare cases, patient specific interference can still occur in most immunoassays.

Event description:
The customer reported an erroneously high accu tni (troponin I) test result of 14.88 ng/ml obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range and above the ami (acute myocardial infarction) cutoff of 0.5 ng/ml. It is not know if these test results were reported out of the laboratory. The sample was subsequently diluted 1:2 and 1:5 with similar elevated troponin results of 16.85 ng/ml and 18.24 ng/ml, respectively. There were no reported changes to patient treatment associated with this event.